Event description:
Customer reported a malfunction with their pump, specifically citing a malfunction code. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. In response, tandem technical support decided to replace the pump and provided the customer with a new pump featuring updated software. The customer lacked a backup therapy plan and was advised to contact their healthcare provider. Instructions were given on how to put the old pump into storage mode and for returning it to tandem. The customer was also informed about steps to take upon receiving the replacement.